Event description:
It was reported the bed rail broke and the patient fell from the bed. The patient sustained a laceration to the forehead and back. No information regarding the severity and/or treatment of those injuries was provided.